Event description:
It is reported that only 10ml could be used for injection to block. It was leaking. Flexiseal was removed and checked. There was a crack between valve and syringe cone."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction as there is no indication that the device was replaced. There were no reports of the pt being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec in's. Complaint handling and CAPA procedures.